Event description:
It was reported that the asymptomatic patient presented in clinic for routine device check. Failure to interrogate and telemetry anomaly were observed on the implantable cardioverter defibrillator. It was noted that device replacement was discussed.

Event description:
New information received notes that premature battery depletion was suspected. On (B)(6) 2017 the implantable cardioverter defibrillator was explanted and replaced. The patient¿s condition was stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.